Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. Prior to the procedure, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.